Event description:
Spontaneous call from patient. Patient is unable to prime his infusion line with legacy pump. Pump will not respond when priming button pushed. New pump couriered out to the patient. Pump was not in use when error occurred. Patient did not experience any adverse event. Patient is using back up pump. Patient will keep pump until return box is sent. No other information available. Reported to (B)(6) by: patient/caregiver.